Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the seal on the 511s from the ftr72 was split. The scrub nurse reported that she used them anyway and the surgeon found that they leaked. The trocar was pulled to finish the case. There was no consequence to the pt.